Event description:
Information received regarding the explanted device notes erosion. The patient was old and in frail health with a fever and chills. Culture tests revealed normal white and red blood cell counts and there was no evidence of infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative